Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from our affiliate in (B)(6). As reported, this was a case of an implant of a 26mm edwards sapien 3 ultra transcatheter heart valve in the aortic position by transfemoral approach. During the procedure, the 14fr esheath was inserted. The valve could not be pushed through the sheath and got stuck in the distal part of the sheath. The delivery system never exited through the esheath distal tip. It was decided to remove the delivery system with the crimped valve along with the esheath as a single unit. A new 16fr esheath was used, (due to appearance of the vessel entry site) and another 26mm sapien 3 ultra was implanted successfully. The following day, the patient underwent a vascular surgery to a flow limiting dissection at the entry puncture. It is unknown when the dissection occurred. The final outcome of the patient was good. The patient had a rigid and calcified vessel on both sides with mild vessel tortuosity.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The esheath was visually inspected upon return and the following was observed: sheath liner was unexpanded and distal tip unopened. Delivery system and valve stuck in the sheath hub. The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of resistance between system components/inability to advance through sheath was confirmed. However, no manufacturing non-conformances were observed during evaluation of the returned device. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. As reported, ''during procedure, 14fr esheath was inserted, then the valve could not be pushed through the sheath, it got stuck in the distal part of the sheath. The delivery system never arrived to exit through the esheath distal tip. Then, it was decided to remove the delivery system with the crimped valve along with the esheath as a single unit.'' Furthermore, it was reported that the patient had rigid, calcified vessels, and mild tortuosity on both sides. Per the IFU/training manual, ''push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.'' Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Tortuosity can lead to non-axial alignment in the advancement of the delivery system through the sheath. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the complaint event. No labeling/IFU deficiencies were identified. A product risk assessment (pra) has been previously initiated to capture the product risk assessment and CAPA was previously initiated to capture further investigation and corrective/preventative activities. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.